Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an ent procedure using the evac 70 xtra hp, the wound was burned. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. Saline and suction both performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states a single updated/unlabeled photo of a burn was provided that supports the complaint. However, without the requested clinically relevant documentation a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. According to the report, the procedure was completed without a delay using a back-up device. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed based on clinical statement and the root cause could not be established. Factors that could have contributed to the reported event include: 1) activating the device prior to contact with targeted tissue. 2) failure to maintain suction and direct fluid outflow away from the operative field. No containment or corrective actions are recommended at this time.